Event description:
Endoscopic clip applier used for gallbladder procedure. Clip applier jammed on 4th of 15 clips in applier. Applier removed from field and new applier opened. This applier pre-fired before handing to surgeon and it mis-fired. A third applier opened and it worked properly. Diagnosis or reason for use: cholecystectomy. Event abated after use stopped: yes.